Manufacturer narrative:
H10. Additional narrative. One additional investigation was completed for this quarter 1, and the product was not returned for further evaluation.

Manufacturer narrative:
Corrected data: in the initial report it was indicated that there was only 1 event for lot number 60166714 however, it was found the correct number should have been 2 events. In the supplemental #1 it was indicated that the total noe for the period was 336 however, it was found that the correct total is 337. It was also indicated that 273 procedures were completed successfully however, the correct total is 274. Investigation was completed for that additional event lot number 60166714. Product was not available but device history record was completed and device met material, assembly, and performance specifications at the time of product release. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: in the initial submission, in section b5, it was indicated there was a total no of 332 for this period, however the total number is 336. Of the 336 reported events 273 were completed successfully. Of the 273 event that were completed successfully: 107 cases had a new patient interface used to complete the procedure. Section h10-in initial report, in section h10, lot number 60211030 had a quantity of (B)(4), however, the quantity should have indicated (B)(4). Of the 150 investigations that were required: for 78 investigations, the investigation results will be submitted in the following quarterly submission. Follow-up: for 78 investigations, 55 investigations found no issues, for 21 investigations the products were not returned, and 2 investigations could not be determined as the patient interfaces were not identifiable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: lot numbers: unknown (43), 60221873 (25), 60211063 (21), 60224903 (18), 60227324 (14), 60225302 (13), 60214073 (12), 60229412 (12), 60215815 (12), 60219260 (10), 60175987 (9), 60218188 (9), 60185306 (8), 60223991 (6), 60231271 (6), 60220003 (6), 60238717 (5), 60192493 (5), 60139748 (5), 60225994 (5), cb29392 (4), 60237891 (4), 60218187 (4), 60221482 (4), 60211030 (4), 60225995 (4), cb35038 (3), 60192492 (3), 60207827 (3), 60232088 (3), 60129422 (3), 60219258 (3), 60229408 (2), 60091673 (2), 60232164 (2), 60139743 (2), 60233509 (2), 60219259 (2), 60136211 (2), 60180610 (2), 60220721 (2), 60203015 (2), 60201243 (1), 60103065 (1), 60228615 (1), 60151195 (1), 60176686 (1), 60139744 (1), 60174203 (1), 60085990 (1), 60228616 (1), 60204269 (1), 60229410 (1), ca09381 (1), 60198275 (1), 60161104 (1), 60101834 (1), 60095781 (1), 60197372 (1), 60185308 (1), 60207808 (1), 60116967 (1), 60207808 (1), 60118516 (1), cb36919 (1), 60154766 (1), 60166714 (1), 60157031 (1). Additional manufacturing site address for this lot numbers (cb29392, cb35038, ca09381, cb36919) is as follows: (B)(4). 74 events were not investigated following internal procedures that no investigation is required for previously investigated events and in 149 events an investigation were required. Of the 149 events that an investigation were required: 45 events that were investigated; no issues were identified, the manufacturing records show the product met manufacturing release criteria and failure was not confirmed. Manufacturing record review could not be completed for those products in which the identification was not provided. 26 events had no products were returned. For 77 events, the investigation results will be submitted in the following quarterly submission. 1 case resulted in a patient interface issue. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes <noe> 332 </noe> malfunction events. The events were related to suction loss while the intralase laser was firing when using the patient interface. The sterile disposable intralase patient interface uses a pre-sterilized suction ring assemblies and pre-sterilized applanation lens to flatten the cornea during the laser procedure to perform a lamellar resection of the cornea. Of the 332 reported events 269 were completed successfully, 11 were not completed successfully and 52 did not provide information regarding the procedure completion. Of the 269 event that were completed successfully: 103 cases had a new patient interface used to complete the procedure, 20 cases had the same patient interface used, 146 cases the information was not provided. There were no medical events reported.